Event description:
Primary stability not achieved, implant was completely covered with bone, no thread tap used, periodontal disease, complication in site preparation, immediate implantation - socket too large.